Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Device lot number: not provided. Device not returned.

Event description:
It was reported that the abutment screw (mhlas) was loose in the patient mouth. Once the screw was removed, the screw threads were noted to be stripped. A new screw will be placed. No injury was reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One screw-replace friction-fit gold (mhlas) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files. Functional testing could not be performed as the product was not returned. No pre-existing conditions were noted. The reported device was placed on an unknown tooth location for an unknown period of time. Picture or x-ray images were not provided. DHR review could not be performed for the screw (mhlas) since the lot number was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A year-long complaint history review by item number (mhlas) was performed for similar events and no complaint about nonconforming products was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported events or product. Based on the available information device malfunction and the reported events could not be verified.